Event description:
The customer reported obtaining erratic patient results with multiple flags on ion selective electrode (ise) for sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to negative anion values involving their au480 clinical chemistry analyzer. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed buildups in tubing from reference valve to reference electrode. The fse replaced the reference solenoid valve and tubing to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).